Manufacturer narrative:
H11 updated: the customer had a query about the recording of a partial treatment. An investigation was attempted by conducting an evaluation of the product and the reported information. The customer was contacted several times for the data required to investigate the reported problem, but the full information required to investigate was not provided. The customer informed elekta that they have looked into it and now understand what had occurred was use error. The customer explained that the user, instead of creating a partial field to deliver the remaining 335.7mu, instead manually recorded 335.7mu as having been delivered. As per the information provided by the customer, this is a result of use error. Mosaiq did not have any malfunction and was working as designed and intended.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Event description:
The customer has a query about the recording of a partial treatment.